Event description:
It was reported the patient had been having urinary tract infections since implant. It was stated these occurred off and on multiple times. It was noted the patient got their urine analysis back the day prior to report and it showed that they had some sort of intramuscular infection. It was stated the patient was supposed to be on ceftazindime bid for 14 days and they were going to have further evaluation for infectious disease and a CT scan was ordered.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0c6yx, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the serious bladder infections required intravenous or intramuscular antibiotics.